Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer called in to report a high blood glucose level. The customer stated the highs started shortly after receiving a replacement device. The customer's blood glucose level ranged from 395 to 420 mg/dl. The customer treated with a manual injection and an insulin pen. The customer was able to get the levels down only to rise again. The customer's symptoms included vomiting. The customer was unable to complete troubleshooting due to feeling sick. The customer was sent tubing clamps to perform the high pressure test. Nothing was replaced or returned.